Event description:
Doctor attempted to remove drain 3 days after surgery and part of the drain remained in the pt. Doctor then scheduled a second surgery to remove the rest of the drain. The drain's remaining piece was removed successfully and without incident. Pt recuperated normally and was discharged appropriately 10 days later.